Manufacturer narrative:
H6: continued: health effect - clinical code (e): 2687 - foreign body in patient. Health effect - impact code (f): 4641 - unexpected medical intervention. Medical device problem code (a): 1562 - material separation. Component code (g): 432 - seal. Type of investigation (b): 4118 - testing of actual/suspected device. Investigation findings (c): 3233 - results pending . Investigation conclusion (d): 11 - conclusion not yet available. Pentax france conducted a good faith effort (gfe) to collect additional information regarding the event and obtained the following response from the customer on (B)(6) 2025. The endoscope used during the procedure was eb15-j10 (B)(6). According to the customer, no instrument was used, and the tip of the instrument channel inlet seal detached solely due to water pressure. When the physician saw the fragment in the patient's lung, forceps were inserted to retrieve it. The event has already been reported by the customer to the french regulatory authority (ansm). The affected product (instrument channel inlet seal) has been retrieved and is currently in the possession of pentax france. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 12-jun-2025, pentax medical became aware of an event involving a model of-b190, serial number unknown pentax medical rubber inlet seal in france within the emea region. During a bronchoscopy, a black fragment fell into the patient's lung from the instrument channel inlet seal of the endoscope. The physician retrieved the fragment using forceps (unknown manufacturer) and continued the procedure, although the procedure time was extended. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H6: continued: health effect - clinical code (e): 2687 - foreign body in patient. Health effect - impact code (f): 4641 - unexpected medical intervention. Medical device problem code (a): 1562 - material separation. Component code (g): 432 - seal. Type of investigation (b): 10 - testing of actual/suspected device, 4110 - trend analysis, 4111 - communication/interviews. Investigation findings (c): 135 - degradation problem identified. Investigation conclusion (d): 4307 - cause traced to component failure. D4: primary unique device identifier (UDI) #: not applicable - the lot number could not be identified. H4: device manufacture date is unknown because the lot number could not be identified. Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: d9: is this device available for evaluation? Yes. H11: evaluation summary. Evaluation summary: pentax medical emea conducted a good faith effort (gfe) to gather additional information and received the following response via email. It was confirmed that no accessory was used during the procedure. The distal end cap detached solely due to water pressure. When the physician noticed the detached part in the patient's lung, forceps were inserted to retrieve it. The event that occurred is that a black fragment fell into the patient's lung from the instrument channel inlet seal of the endoscope. Based on the investigation, a potential root cause of this failure is that a portion of the worn forceps plug broke off and was expelled. When a syringe was inserted into the worn rubber inlet seal, part of the rubber inlet seal broke off, entered the water channel, and was expelled during water transfer. Since the customer had not purchased any new rubber inlet seals since 2021, it was determined that they had continued to use old rubber inlet seals. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.